Event description:
Pt had a contura mlb 4.5-6cm balloon implanted in lumpectomy cavity in upper outer quadrant of right breast at time of surgery on (B)(6), 2009. Catheter was explanted by the radiation oncologist on (B)(6), 2009 with out event. Pt was seen for follow up on (B)(6), 2009 pt reports a burning sensation of the skin and a red discoloration of the skin is noted over the location of the lumpectomy cavity and site of balloon. A second red discoloring of the skin is present on lateral aspect of right breast adjacent to location of catheter entry point. On (B)(6), 2009, pt returned for follow up - drainage from catheter entry site is noted and there is still a red discoloration of the skin over site of balloon, silvadene ointment is prescribed to be applied to the two areas of discolored skin. On (B)(6), 2009 pt seen for follow up - silvadene reaction is noted and pt is instructed to stop applying the ointment. Discoloration over balloon site is diminished but site on lateral aspect of breast still prominent. Pt has developed a fistula on lateral aspect of right breast in same location as previous red skin site and complaining of severe pain. The skin over the site of the lumpectomy, axillary node dissection and catheter entry are well healed.

Manufacturer narrative:
Treatment plans are under independent review by (B)(6) and medical physicists.